Event description:
The following was reported to hamilton medical ag: summary: white display screen after start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the display cable has been identified to be the faulty component. Correction: replaced defective component.